Event description:
A pt contacted lifecor customer support to report that he went to change his battery pack and the battery pack would not power up in the monitor. He stated that the battery pack had been in the charger and the charger indicated that it was fully charged. Pt received a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The battery pack had a damaged battery connector. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. No adverse events resulted from the damaged battery pack. The pt received a replacement battery pack.